Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. Ts had customer check unit and found the fan is working. Customer also found the circulation fan and air inlet filters are not clogged. Ts recommended replacing the blower. Customer stated that replacing the blower resolved the reported issue.

Event description:
Customer contacted technical support (ts) stating that unit had error message of blower temperature high. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Event date not specified; estimate used.